Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was received and evaluated. Condition upon receipt: 1 un-sealed sample, part number 8229707, from lot number 0210385348 received; there was a piece consistent of medical tape on the main tube just proximal to the 18cm mark which indicates intubation; the electrode wires were tied in a knot approximately 6¿ from the proximal connectors. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. Evaluation: the reported event may occur if the impedance of the circuits were out of specification or short circuited. When compared to the assembly drawing the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red (as low as 27 ohms), red w/white band from 27 to 60 ohms, blue (as low as 30 ohms), and blue w/white band from 29 to 50 ohms. There were no shorts between circuits. The distal ends of the red and blue electrode contact ohms readings were erratic which would indicate an out of specification. Based on the analysis a definitive root cause could not be determined because the occurrence of the out of spec condition could not be established; however, it is likely the result of use in operational context.

Event description:
It was reported that while using the nerve monitoring tube the facility was unable to get the nerve to stimulate on the nerve monitor. They switched the tube out (reintubated) and had no issues. There was no patient injury.